Event description:
It was reported that the pump has an issue with the latch and lock sensor. The issue was discovered before use, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have no defect/discrepancies noted during the physical inspection. The pump did have a lock sensor that was not working properly. The cause of the customer reported problem was the lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the lock sensor.